Manufacturer narrative:
Investigation results found no evidence of anything that would cause bleeding or bruising at the infusion site. No blood was found anywhere on the device. The formed needle was inspected, and no abnormalities were found. The soft cannula was found to have been cut. Although damage to the cannula was found, the timing and cause are unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 263 mg/dl while wearing the pod between 24 and 36 hours. The pod was worn on the leg. For treatment, the patient changed out the pod.